Event description:
It was reported that during a percutaneous coronary intervention, a balloon rupture occurred. The 99% stenosed lesion was located in the calcified and mildly tortuous distal right coronary artery. The physician attempted to dilate the lesion with the apex monorail 15mm x 20mm balloon. After an unspecified number of attempts to inflate the balloon, it ruptured at 12 atms. The balloon was removed intact from the patient. The procedure was completed with an unspecified device. No post-procedure complications were noted and the patient status was reported as "good".

Manufacturer narrative:
The device was disposed therefore a technical analysis could not be performed. A review of the manufacturing documentation for this batch found that the device met the material, assembly and product specifications. The most probable root cause is operational context.